Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the implant could not be disengaged from the driver during implant placement. Finally the implant could be disengaged from the driver, which did not present any other problems. Another implant was placed during the same procedure.